Event description:
During a direct stenting procedure in a moderately calcified superficial femoral artery, the sds was delivered to the lesion without difficulty, and positioned as instructed per the IFU. The physician deployed the stent at the intended location, but the stent shortened and did not cover entire lesion. Eventually, the physician deployed a second smart stent to cover the entire lesion, and the procedure was completed successfully. There was no adverse consequence to the pt. The stent delivery system has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted with 30 days of receipt.